Manufacturer narrative:
The customer's complaint description of sheath did not peel correcting and tubing detached cannot be confirmed as no sample was returned for evaluation. Without receiving a sample a definitive root cause cannot not be determined. Device history record review of the packaging/sheath lots could not be performed since there was no reported lot number or device upn. This is the only reported complaint for this sheath tubing failure mode for the bioflo dialysis catheter product family for the past 15 months, as such, this is deemed to be an isolated incident. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a bioflo dialysis catheter (size 24cm). During a placement procedure, the sheath would not peel and, ultimately, snapped inside of the patient. They were able to recover the sheath with the use of many wires and improvised with a dilator but this took a very long time. The procedure was completed with another tcvc. The patient did not experience any adverse effects or harm due to this incident.